Event description:
It was reported that during a gastrectomy, with green, gold, blue and white fillers at several points, bleeding from the staple line to the angle of hiss was observed. Even with the review of hemostasis, it was necessary to oversuture the staple line in its entirety. In addition to the use of clips in some points where the closure of the staples was not possibly adequate. The patient remains hospitalized with bleeding.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the indication for surgery? Was the bleeding successful addressed intraoperatively? Is it believed the bleeding continued post operatively? Any surgical or medical intervention to address the post operative bleeding? How was the post-op bleeding identified? How was the post-op bleeding addressed? Was the site of the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre, peri, and postoperative anti-coagulant and pain management protocol? Did the patient have any know coagulation disorders? Was the bleeding intraluminal or extraluminal? What anatomical structure were each color cartridge used on? Were there any issues with staple formation throughout the procedure, and what is meant by ¿closure of the staples was not possible. Adequate¿? What is the current patient status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/21/2023. Additional information: this is an analysis of five photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows the jaws of a device on the tissue, with a staple line on the tissue, and ooze on this area was noted. Also, three surgical instruments were noted. The second photo shows two blue cartridges, one white cartridge with some staples b-form on the deck, one gold cartridge, and two green cartridges, apparently fully fired, and also surgical material. The third photo shows surgical instruments, and gauze with what appears to be blood. The fourth photo shows a document with information. The fifth photo shows a piece of tissue and one blue cartridge, one white cartridge with some staples b-form on the deck, one gold cartridge, and one green cartridge, apparently fully fired. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number: x94v77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with six reloads present. The gst60w reload (b) was received fully fired. The gst60d reload (c) was received fully fired. The gst60b reloads (d and e) were received fully fired. The gst60g reloads (f and g) were received fully fired. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 759a42, and no non-conformances were identified.